Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was having very frequent pulsatility index (pi) events with pi spikes. Log files were sent for review. The log file confirmed the reported pi events. The cause of the pi events was determined to be right ventricular failure and a malpositioned pump. The speed was reduced until the right ventricular assist device (rvad) was removed, and the patient was surgically taken back to reposition the pump. The patient was hypotensive and, on most occasions, fighting against the vent.

Event description:
The site reported that the rv failure existed prior to vad implant. The reason for malposition of the pump was unknown. The patient was doing well and had been discharged.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: medical device problem code. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, the reported pump malposition could not be confirmed through this evaluation, as no images were submitted for evaluation. Furthermore, review of the submitted log files confirmed multiple pulsatility index (pi) events, which the account attributed to right heart failure and malpositioning of the pump. The submitted controller event log file contained events from (B)(6) 2024. The majority of the file consisted of pi events. No notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and respiratory failure, that may be associated with the use of the heartmate 3 lvas. Section 1 also outlines pump parameters, including pump speed and pulsatility index. The IFU explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm (revolutions per minute) per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in revolutions per minute. This value matches the actual speed within ±100 rpm under nominal conditions. Section 5 of the IFU, ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.